Manufacturer narrative:
The local area sales representative was contacted for additional information to confirm the loss of capture (loc) and physician name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this pacemaker presenting electrogram (egm). The hcp reported observing right ventricular (rv) loss of capture (loc) on external telemetry. Upon review, the presenting egm showed device operating as expected and no rv loc was observed by ts. Ts referred the hcp to the device treating clinic for further evaluation. Subsequently, additional information was provided that reported that the patient with this pacemaker system underwent a full system explant procedure due to infection. The pacemaker, rv and right atrial (ra) leads were explanted and replaced with a new device system and leads. No additional adverse patient effects were reported.